Event description:
Patient's wife reports that they are unable to open the battery compartment for pump sn (B)(4). Patient was using this pump for last two days without problem. They switched to other pump today per protocol but went to change batteries in both pumps (they always change them out on sundays) and they could not open the battery compartment. No harm reported. Patient not using this pump at this time. Replacement will be sent and this pump will be returned. No other information provided. Return box will be sent to patient. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: i27.0.